Event description:
This spontaneous case was reported by a health professional ((B)(6) number (B)(4)) and describes the occurrence of device breakage ("during withdrawal of the insertion system, a piece of the insert became detached in uterus, the missing part could not be retrieved by the surgeon") in a female patient who received essure (batch no. 927086). The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On (B)(6) 2012, the same day of starting essure, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required), complication of device removal ("during withdrawal of the insertion system, a piece of the insert became detached in uterus, the missing part could not be retrieved by the surgeon"), device deployment issue ("during placement of the essure insert in the right tubal ostium, the device was not released") and complication of device insertion ("another surgical procedure to be planned for placement of another insert."). The patient will be treated with surgery (under surveillance and may need to be reoperated for removal of the piece of the insert). At the time of the report, the device breakage, complication of device removal, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, complication of device removal, device deployment issue and complication of device insertion with essure. The reporter commented: during placement of the essure insert in the right tubal ostium, the device was not released. During withdrawal of the insertion system, a piece of the insert became detached in the patient's uterus. The missing part could not be retrieved by the surgeon. Patient under surveillance and may need to be reoperated for removal of the piece of the insert. Another surgical procedure to be planned for placement of another insert. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during withdrawal of the insertion system, a piece of the insert became detached in uterus, the missing part could not be retrieved by the surgeon (seen as device breakage). A surgery will be necessary to remove the remained piece of the insert. The reported event is serious due to medical importance and anticipated in essure's reference safety information. During difficult insertions device breakage may occur. In this present case, during placement of the essure insert in the right tubal ostium, the device was not released. During withdrawal of the insertion system, a piece of the insert became detached in the patient's uterus. The missing part could not be retrieved by the surgeon. Patient may need to be reoperated for removal of the piece of the insert. Another surgical procedure to be planned for placement of another insert. Taking to account that breakage occurred during essure insertion causality cannot be excluded. This case was regarded as incident since surgical intervention to device removal will be required. The product technical analysis and further information has been sought.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), health authority of (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 03-mar-2017. The most recent information was received on 04-oct-2017. This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("during withdrawal of the insertion system, a piece of the insert became detached in uterus, the missing part could not be retrieved by the surgeon") in a female patient who had essure (batch no. 927086) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On (B)(6) 2012, the same day of starting essure, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required), complication of device removal ("during withdrawal of the insertion system, a piece of the insert became detached in uterus, the missing part could not be retrieved by the surgeon"), device deployment issue ("during placement of the essure insert in the right tubal ostium, the device was not released") and complication of device insertion ("another surgical procedure to be planned for placement of another insert."). The patient will be treated with surgery (under surveillance and may need to be reoperated for removal of the piece of the insert). At the time of the report, the device breakage, complication of device removal, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage and device deployment issue with essure. The reporter commented: during placement of the essure insert in the right tubal ostium, the device was not released. During withdrawal of the insertion system, a piece of the insert became detached in the patient's uterus. The missing part could not be retrieved by the surgeon. Patient under surveillance and may need to be reoperated for removal of the piece of the insert. Another surgical procedure to be planned for placement of another insert. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 05-oct-2017 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a health professional ((B)(6) number (B)(4)) and describes the occurrence of device breakage ("during withdrawal of the insertion system, a piece of the insert became detached in uterus, the missing part could not be retrieved by the surgeon") in a female patient who received essure (batch no. 927086). The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On (B)(6) 2012, the same day of starting essure, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required), complication of device removal ("during withdrawal of the insertion system, a piece of the insert became detached in uterus, the missing part could not be retrieved by the surgeon"), device deployment issue ("during placement of the essure insert in the right tubal ostium, the device was not released") and complication of device insertion ("another surgical procedure to be planned for placement of another insert."). The patient will be treated with surgery (under surveillance and may need to be reoperated for removal of the piece of the insert). At the time of the report, the device breakage, complication of device removal, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, complication of device removal, device deployment issue and complication of device insertion with essure. The reporter commented: during placement of the essure insert in the right tubal ostium, the device was not released. During withdrawal of the insertion system, a piece of the insert became detached in the patient's uterus. The missing part could not be retrieved by the surgeon. Patient under surveillance and may need to be reoperated for removal of the piece of the insert. Another surgical procedure to be planned for placement of another insert. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage-analysis in the global safety database (B)(4) revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: no follow-up information received after 3 follow-up attempts. Case closed. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.